Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, ps1 power supply, ps2 power supply and cine drive were replaced, and the system software was reloaded. The system was then found to be operating as intended.